Event description:
New information received notes that programming changes were made and the device was functioning normally. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission, post paced t wave oversensing (pptwo) was noted on the ventricular channel of the implantable cardiovascular defibrillator (ICD). Programming changes were discussed. The patient was stable.